Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a low battery alert this morning and he went to replace the battery. Customer stated that when he went to bolus for lunch, the display was blank and none of the buttons would work. Customer stated that after replacing the battery for the 3rd time at lunch, he was able to get the display to return. Customer stated that he is legally blind and cannot read the pump. Customer confirmed that he is home alone. Customer's blood glucose was 233 mg/dl at the time of the incident. Customer stated that he did not notice anything out of the ordinary leading to the blank display after the low battery alert and subsequent battery change. Customer stated that the pump has not been dropped or bumped. Customer will be sent a replacement battery cap as a courtesy. Customer stated that the display returned after testing with a new aaa alkaline battery. Customer will monitor the pump.